Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, causing it to shut down. There was no adverse impact to the customer's blood glucose (bg) level due to the reported issue. The pump was out of warranty, and the customer decided to purchase a new pump with assistance from their health fund.